Manufacturer narrative:
The movita was tested by a dräger service technician after the reported event and was found to be operating as specified. The emergency-stop-function was part of the checks. Further analyses by the manufacturer revealed that the movita had initially not been shipped with a configuration for perseus machines. It was reconfigured later. During this service measure, the relevant service instructions were not completely considered. As a consequence a circuit board that should have been replaced remained with the movita. This circuit board has not been tested and released for the pereus-configuration of the movita. Although the exact rrot cause for the unintended downward movement of the movita could not be determined it is seen possible that the unapproved circuit board in combination with other factors such as emc siturbance impacted proper positioning of the movita and thus allowed for the unintended downward movement. This scenario would also explain why the movita operated properly during the above mentioned on-site tests after the event. The review of our complaint database confirmed that this case is a single event resulting from an isolated service error. The service instructions were checked as part of the complaint investigation. They properly describe the necessity to replace the circuit board. However, the instructions were not reflected during the re-configuration of the movita due to an isolated human error. Dräger has further increased the visibility of the affected service instructions to increase awareness. No further actions planned at this time. The affected movita was repaired and does comply with specification.

Event description:
It was reported that the movita was moving downwards and did not stop as expected when the connected anesthesia worskation touched a stool underneath the device. The anesthesia workstation detached froom the movita. There was no injury reported.

Event description:
It was reported that the movita was moving downwards and did not stop as expected when the connected anesthesia worskation touched a stool underneeth the device. The anesthesia workstation detached froom the movita. There was no injury reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate follow-up-report. H3 other text : on-going.